Manufacturer narrative:
Device labeling addresses the possible event of deflation as follows: "breast implant deflate when the saline solution leaks either through an unsealed or damaged valve or through a break in the implant shell. Implant deflation can occur immediately or slowly over a period of days and is noticed by loss of size or shape of your breast. Some implants deflate (or rupture) in the first few months after being implanted and some deflate after several years. Causes of deflation include damage by surgical instruments during surgery, overfilling or underfilling of the implant with saline solution, capsular contracture, closed capsulotomy, stress such as trauma or intense physical manipulation, excesive compression during mammographic imaging, umbilical incision placement, and unk/unexplained reasons. You should also be aware that the breast implant may wear out over time and deflate/rupture. Deflated implants require add'l surgery to remove and to possibly replace the implant." Device labeling addresses the possible event or wrinkling as follows: "dissatisfying results such as wrinkling, asymetry implant displacement (shifting), incorrect size, unanticipated shape, implant palpability, scar deformity, hypertrophic (irregular, raised scar) scarring, and/or sloshing may occur. Careful surgical planning and technique can minimize but not always prevent such results." Device labeling addresses the possible event of infrection as follows: "infection can occur with any surgery. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections with an implant present are harder to treat than infections in normal body tissues. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved. In rare instances, toxic shock syndrome has been noted in women after breast implant surgery, and it is a life threatening condition. Symptoms include sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. A doctor should be seen immediately for diagnosis and treatment." Device labeling addresses the possible event of pain as follows: "pain of varying intensity and duration may occur and persist following breast implant surgery. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or inteference with muscle motion. You should tell your dr about severe pain." Device labeling addresses the possible event of capsular contracture as follows: "the scar tissue or capsular that normally forms around the implant may tighten and squeeze the implant and is called capsular contracture. Capsular contracture may be more common following infection, hematoma, and seroma. It is also more common with subglandular placement (behind the mammary gland and on top of the chest). Symptoms range from mild firmness and mild discomfort to severe pain, distorted shape, palpability of the implant, and/or movement of the implant. Additional surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant capsule tissue to removal and possibly replacement of the implant itself. Capsular contracture may happen again after these additional surgeries." Inamed does not MFR breast implants with microchips. Medwatch is for bilateral events. Please see medwatch 2024601-2006-00424 for contralateral side.

Event description:
Pain; right side. Follow up findings: additional events of infection, nipple discharge and deflation. Additional follow up finding: pt reports additional events of chest pain, fatigue, headaches and backaches, and reports that breasts are hard and small. Pt also believes that there are microchips implanted in her breasts.

Manufacturer narrative:
In response to mw #(B)(4). Information contained in this report was previously submitted through asr on 28/jul/2006 and 22/jul/2017 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient called to report a right side deflation. Device remains implanted.